Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms was confirmed through the evaluation of the submitted log file. A specific cause for these findings could not be conclusively determined through this evaluation. The system controller log file contained events from 13jan2024 through 01mar2024. Intermittent low flow hazard alarms were captured on 01mar2024. No other notable events or alarms were observed. The pump appeared to function as intended throughout the duration of the file. Hmii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also addresses all pump parameters. The IFU describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. The IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow on (B)(6) 2024 around 12:00 pm until 1:27 pm and the patient passed away in their sleep. The driveline was disconnected on the same day, after their family detected that they had passed. Leading up to the event, the patient's blood pressure and oxygen saturation dropped while they were asleep on a continuous positive airway pressure (CPAP) machine. There were no other symptoms present at the time of the event. The patient's death was not considered device related and the device operated as expected.